Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon unintentionally placed a shunt catheter on the wrong side of the brain after using axiem. Noted was that the surgeon did not chose to prepare a plan prior to the surgery. It was reported to the medtronic representative that the patient would not require a revision surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information now provided. Patient information was unavailable from the site. A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. The medtronic field representative reported the following regarding the surgeon's technique: this surgeon has not been confident regarding which side is right or left in past surgeries. The rep was present for the case and reported the tracer technique was not optimal because the patient face was covered with bedding and pillows. Surgeon did verify accuracy after registration on anatomy and confirmed that it was accurate. It was confirmed that there was no patient harm because the surgeon did reach the intended target although the approach was opposite the one originally planned. The surgeon refused to make surgical plan on the system prior to case despite the medtronic representative's repeated recommendations to do so. The rep has trained surgeon on use of plans, accuracy verification, and tracer technique. It is suspected that the fact the surgeon did not create a plan or a target, made it difficult to target the area of interest.

Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative, following-up at the site, reported that a revision surgery was not performed. It is believed that the shunt was left in the current position as it was still effectively draining in that position. No parts have been returned to manufacturer for analysis.